Manufacturer narrative:
Concomitant products: ddbb1d1, implanted: (B)(6) 2015.

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. Additionally, oversensing was noted on the electrogram as non-sustained episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Preliminary analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. Additionally, oversensing was noted on the electrogram as non-sustained episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.